Event description:
It was reported that during the implant procedure, as the lead was advanced it became hung up on some venous tissue just past the distal tip of the sheath. The lead would not make the turn downwards and the physician applied a great deal of pressure. The very tip of the helix was thought to have embedded in some venous tissue although it was fully retracted. The rotation tool was used to retract the helix. The physician vigorously pulled the lead back again and the helix was extended once again. The helix appeared to be stretched and would no longer retract. The physician took to the lead out of the patient's body. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant.